Manufacturer narrative:
Review of lot 15803051 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6) this device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an unspecified interventional procedure, a powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured at unknown inflation pressure during the initial dilatation. It was replaced with another balloon and the procedure was successfully completed. There was no reported patient injury. The target lesion was the iliac artery. The lesion was heavily calcified and not tortuous. The rate of stenosis was 100%. The powerflex pro was delivered and inflated (at the target lesion) when it ruptured. The product will not be returned for analysis.

Manufacturer narrative:
Additional information was received that there was no difficulty removing the stylet or any of the sterile packaging components. There were also no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast media and the contrast to saline ratio used are unknown. The brand of inflation device used is also unknown. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During an unspecified interventional procedure, a powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured at unknown inflation pressure during the initial dilatation. It was replaced with another balloon and the procedure was successfully completed. There was no reported patient injury. The target lesion was the iliac artery. The lesion was heavily calcified and not tortuous. The rate of stenosis was 100%. The powerflex pro was delivered and inflated (at the target lesion) when it ruptured. There was no difficulty removing the stylet or any of the sterile packaging components. There were also no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast media and the contrast to saline ratio used are unknown. The brand of inflation device used is also unknown. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is unknown if there was any difficulty advancing the balloon catheter through the vessel or if there was any difficulty crossing the lesion. It is also unknown if the catheter was ever in an acute bend. It is also unknown if the balloon catheter kinked while being used. It is also unknown if the balloon catheter removed easily from the vessel and from the other devices. The product was not returned for analysis. A device history record (DHR) review of lot 15803051 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification and a rate of stenosis of 100% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.